Event description:
The company was made aware that the patient's device was explanted due to an infection. It was reported that the infection was caused from the patient's pierced pinna rubbing on the incision site. The patient was not reimplanted. Advanced bionics is in the process of gathering more information.